Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that during the placement of implant 36 with a mguide, it resulted in a wrong drilling direction and bone fenestration on the lingual side, due to a detached sleeve. This happened near the end of the surgery. The doctor filled the implant site with bone substitute material. The implant will be placed after healing period.